Event description:
It was reported that the lead had become dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. The patient experienced no adverse consequences due to this event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.